Manufacturer narrative:
Corrected data: model description of the devices relating to the patient's implantable cardioverter defibrillator system inputted into d10.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead had high pacing impedance. The patient was asymptomatic. Programming changes were implemented, and the patient was stable throughout the intervention.